Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2022, a patient was washed out for infection and unkn journey / journey ii knee impl was replaced on(B)(6) 2022.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, after a tka done on (B)(6) 2022, a patient required a revision due to an unspecified infection. This was done on (B)(6) 2022. The patient fell and ¿ruptured¿ the closure. The second replacement was done on(B)(6) 2022. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient's current condition is unknown, and the patient impact beyond the 3 surgeries in a short period of time, could not be determined based on the limited information provided at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to loss of sterility during procedure, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.